Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure that showed the esophagus to be normal. The capsule was retrieved via endoscope. No lubrication was used to facilitate placement of the capsule. The delivery system and capsule would not be returned for investigation.